Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient tested on an unspecified coaguchek xs pro meter compared an unspecified laboratory method. The result from the coaguchek xs pro meter was 3.5 inr. The result from the laboratory was 2.0 inr. The results were obtained within 30 minutes of one another. The customer thought the result from the meter was correct and adjusted the patient's warfarin dose based on the result of 3.5 inr. The patient's therapeutic range is 2.0 inr - 3.0 inr with a target of 2.5 inr. There was no allegation that an adverse event occurred. The customer also tested 3 "other samples" where there were discrepant results between the coauchek xs pro meter and the unspecified laboratory method. Sample 1 result from the meter was > 8 inr. The result from the laboratory was 6 inr. Sample 2 result from the meter was > 8 inr. The result from the laboratory was 3.6 inr. Sample 3 result from the meter was 3.4 inr. The result from the laboratory was 2.5 inr. The test strips were requested for investigation.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.